Manufacturer narrative:
It was reported that the device was not in use with a patient as the event occurred during a pre-use check.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in fair condition; received with crack bezel and damaged battery compartment. The damaged battery compartment noted during visual inspection confirms the reported customer complaint. The damaged battery compartment was replaced as a result. The problem source has been determined to be user interface.

Event description:
It was reported that the battery compartment was loose and that the device was alarming. No patient injury or complications were reported in relation to this event.